Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer reported the pump stopped working on (B)(6) 2015. The patient went to the hospital and had difficulty finding oral morphine dosage to stop withdrawal symptoms. The patient was sent home on (B)(6) 2015 unable to tolerate pain and symptoms, and returned to the hospital again. The patient was released with morphine sulfate ER 30 mg tablets every 8 hours, morphine sulfate ir 15 mg tablets every 2 hours for pain. Insurance was unable to locate a doctor that can manage pump and unable to find a surgeon to replace pump. The patient was working on insurance approval and has contacted their previous surgeon and pump manager. It noted that it had been 27 days since the patient's pump stopped working. It was a terrible nightmare of pain and bizarre withdrawal symptoms. Additional information received later reported the patient's had her pump fixed on (B)(6) 2015, but was still experiencing morphine withdrawal. The patient did not think the pump was replaced, but had surgery regarding issues with it. A company representative read the pump on (B)(6) 2015, and told the patient she would have to work with the doctor for programming changes/dose increases. A nurse told the patient that the pump was working, but the patient was questioning that. The patient had been having issues finding a new doctor; the patient did have an appointment on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. The personal therapy manager (ptm)displayed code 8474 (pump reset). The caller was not able to get to a doctors office, as she had been trying to find a new doctor. The patient was going to be taken to the ER (emergency room), to seek pain management, as she was in a lot of pain that came on suddenly. Since the patient's refill on (B)(6) 2015, the patient noted that "it felt as if it had not been working as well". The patient's daughter thought the medication could have run out and it just took a while to catch back up. The issue was unresolved and the patient was to follow-up with a healthcare provider (hcp). It was later reported by a company representative (rep) that he interrogated the pump on (B)(6) 2015. The event logs showed the following, occurring on the same date and at the same time: (B)(6) 2015 09:29 - reset occurred, reset occurred - low battery, and pump in safe state. A pump replacement was recommended. Additional information was provided by the consumer on (B)(6) 2015. The patient was trying to get a hold of a rep that she saw in the hospital on (B)(6) 2015, after the ER called him; she also saw him on (B)(6) 2015. The patient was going through pain and withdrawals, due to the pump failure noted above. She was waiting for the rep to call back with a physician's name to do the pump replacement surgery. The patient reportedly tried to go on oral (po) medications, but they were not working. The patient was back in the hospital, due to the return in pain. Additional information was provided by the hcp on (B)(6) 2015, that the patient had been called multiple times to come in for an appointment. However no response had been received from the patient. It was unknown if the pain and lack of effect had been resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. The personal therapy manager (ptm)displayed code 8474 (pump reset). A critical alarm was occurring, and the patient was not getting their medication at a therapeutic rate. The caller was not able to get to a doctors office, as she had been trying to find a new doctor. The patient was going to be taken to the ER (emergency room), to seek pain management, as she was in a lot of pain that came on suddenly. Since the patient's refill on (B)(6) 2015, the patient noted that "it felt as if it had not been working as well". The patient's daughter thought the medication could have run out and it just took a while to catch back up. The issue was unresolved and the patient was to follow-up with a healthcare provider (hcp). It was later reported by a company representative (rep) that he interrogated the pump on (B)(6)2015. The event logs showed the following, occurring on the same date and at the same time: (B)(6) 2015 09:29 - reset occurred, reset occurred - low battery, and pump in safe state. A pump replacement was recommended. Additional information was provided by the consumer on (B)(6) 2015. The patient was trying to get a hold of a rep that she saw in the hospital on (B)(6) 2015, after the ER called him; she also saw him on (B)(6)2015. The patient was going through pain and withdrawals, due to the pump failure noted above. She was waiting for the rep to call back with a physician's name to do the pump replacement surgery. The patient reportedly tried to go on oral (po) medications, but they were not working. The patient was back in the hospital, due to the return in pain. Additional information was provided by the hcp on (B)(6) 2015, that the patient had been called multiple times to come in for an appointment. However no response had been received from the patient. It was unknown if the pain and lack of effect had been resolved. If additional information is received, a follow-up report will be sent.